Event description:
Customer reported unexpected negative results when testing a sample with a known anti-e with capture-r ready screen 4 (crrs 4).

Manufacturer narrative:
Review of results:crrs 4;cell 2- visually positive, reaction strength 27.capture-r ready ID ;cells 3 and 6- positive, reaction strengths 33 and 30.per the customer, the sample is known to be very weak and was previously at the limits of detection.the event appears to be related to the nature of the sample.